Event description:
Customer having down load problems. Customer found outside the outside of the case melted close to the power button. There was a brown burn mark in the device base also. A request was made for the return of the suspect device and replacement product was sent.